Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found coming from the bx channel. The rubber glue was found chipped. The probe unit was loose, and the forces cover glue was peeling. The ultrasound image contained one broken element and the light guide was buckled. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the insertion tube had a hole in the seam of the scope connecting the distal end on a gastrovideoscope. The issue was observed during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the peeling of the glue on the distal end likely occurred because some external force was applied to the distal end, or the device was affected by aging deterioration. The following is included in the instructions for use and can detect the defect, "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.